Event description:
Through journal article, "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients", healthcare professional reported patient with "bia-alcl diagnosis" and "seroma." Histopathological markers are not reported for each case. However, the authors used the who criteria to make diagnosis. Device has been explanted.

Manufacturer narrative:
Continued e.1. Facility name: (B)(6). Continued h.6. Health effect - impact code: f2203, f1903. Article citation: kolasinski, jerzy et al. ¿bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients.¿ aesthetic surgery journal, sjad181. 8 jun. 2023, doi:10.1093/asj/sjad181. The events of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, seroma.

Manufacturer narrative:
This record was found to be a duplicate of FDA #9617229-2022-10205. Any new, changed, or corrected information will now be reported under FDA # 9617229-2022-10205. Duplicate record was found with the following parameters: bia-alcl reports: polish patient, implanted between 2006-2016 and implanted by clinic (B)(6). Additional, changed, and/or corrected data.

Event description:
Previous medwatch submission noted: through journal article, "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients", healthcare professional reported patient with "bia-alcl diagnosis" and "seroma." Histopathological markers are not reported for each case. However, the authors used the who criteria to make diagnosis. Device has been explanted. Upon further information, allergan has determined that this record is a duplicate record. Please see mrn# 9617229-2022-10205 as the operating record related to this complaint.